Manufacturer narrative:
H3:product analysis of product no:5480004v, lot no:kh15f162 visual and microscopic examination confirmed that the tip of the instrument was broken. This failure is consistent with overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G2: country of origin is spain. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient undergoing lumbar fu sion. It was reported that during a revision surgery; the surgeons attempted to remove a solera screw implanted in a prior intervention several years ago. Due to the screw being firmly fixed, the surgeon used a t25 screw removal driver and applied considerable force. During the process, the driver¿s bold tip fractured inside the screw head. However, the surgeon was able to remove the screw and continued the procedure using another t25 instrument from the surgical set. The surgery concluded without any issues. The intervention was classified as a revision surgery, not due to any defect in the screws, but rather because the surgical team aimed to extend the spinal levels treated. Both the original and new screws were medtronic products, with no reported issues regarding their performance. There was no patient symptom reported. There were no further complications reported regarding the event.